Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported occlusion after 3 hours of insertion.patient replaced infusion set and resumed insulin successfully no further information available.